Manufacturer narrative:
The main component of the system and other applicable components are: product ID: 64002, implanted: (B)(6) 2015, explanted: (B)(6) 2017, product type: adapter. A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.

Event description:
A health care provider (hcp) reported via a manufacturer representative that the patient experienced a return of symptoms. The implantable neurostimulator (ins) was checked and low impedances were found. Fluid was suspected in the device pocket. A revision was done and the pocket adaptor was explanted and replaced to resolve the issue. The patient was alive with no injury. No further patient complications were anticipated.

Manufacturer narrative:
A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.

Event description:
Additional information received from a health care provider (hcp) via a manufacturer representative reported the cause of the low impedances and fluid in the pocket was not determined. The patient did not experience any falls or trauma.

Manufacturer narrative:
The stimulation adapter was analyzed. It was determined that the connector on the proximal end was not completely seated in the ins connector port. If information is provided in the future, a supplemental report will be issued.